Event description:
Nurse reported that the patient was being infused at home and the catheter was leaking at the insertion site. The catheter was removed and a small fracture was observed at the 3cm marking. Patient condiiton is unknown.